Manufacturer narrative:
Initial reporter name and address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation,however photos were provided. The visual inspection observed that the cone of the access male luer lock (mll) was broken. The reported condition was verified. The cause is design related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed on a prismaflex st100 during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.